Manufacturer narrative:
Visual examination involving a non-quantitative "tug test" of returned units clave to tubing bond was performed. Variation in the clave to tubing bond strengths was observed. Samples were forwarded to mfg plant personnel. Work order documents were reviewed but did not reveal any defects that would indicate a problem related to this complaint. The matter was further evaluated by the device technical services department. It was observed that the bore diameter in the clave male luer side where the tubing is bonded is not a controlled dimension and this could lead on occasion to a fit looser than desirable. To avoid variability in fitment, an adapter has been added between the clave male luer and the tubing.

Event description:
This is patient #1 of 2 on whom the tubing disconnected from below the clave that lead to the catheter. The sets were changed and no patien till effects were sustained. Both patients were pediatric patients and one reporter described both as "very aggressive, active children." A nurse or a parent was present in each case. One reporter said a minimal blood loss occurred while another reporter said no blood loss occurred. Both incidents reportedly occurred on a weekend, but the dates of the incidents were given as may 14 and may 28, which do not fall on a weekend. One of the patients was a girl.